Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was a return of pain.  Met with patient on 5/3 to reprogram, however when increasing stimulation no paresthesia were noticed. Based on troubleshooting, rep recommended to the surgeon that an xray be performed to confirm actual lead placement. The surgeon's office notified rep of a revision scheduled for 5/6, where rep was first able to see the imaging and discuss the scenario with the surgeon. Lead was repositioned in the original location and a strain relief loop was added by the surgeon at the spine incision to mitigate the risk of the lead migrating a second time. The issue was resolved with device revision. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Concomitant medical product: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 27-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.